Manufacturer narrative:
Findings: pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window. Pump was received with no button response due to corroded keypad traces. Unable to perform the functional testing or verify flashing number anomaly/display anomaly due to button keypad anomaly. Moisture damage found on the lcd board.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.